Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100669453. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual evaluation could be performed. The reported issues of hole/perforation, fluid leak, and deflation/inflation difficulties, may have resulted from unintentional interaction during device placement. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid leak, hole/perforated, deflation issue and inflation issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) required a revision surgery one month after implantation due to the pump did not respond to either inflation or deflation attempts. During the procedure, the surgeon identified a cut on one of the cylinders, which was filled with blood. The entire ipp was subsequently removed, and no new device was implanted. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) required a revision surgery one month after implantation due to the pump did not respond to either inflation or deflation attempts. During the procedure, the surgeon identified a cut on one of the cylinders, which was filled with blood. The entire ipp was subsequently removed, and no new device was implanted. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.